Event description:
It was reported that the bd ultra-fine¿ pen needle was difficult to operate, and the consumer was uncertain if they had received the complete dosage due to "low" glucose numbers. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "spouse called in to get assistance with expiration dates. Stated, her husband has been using products stated, his numbers were low after taking injection and she is not sure he received complete dosage."

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. H3 other text : see h10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: na. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultra-fine¿ pen needle was difficult to operate, and the consumer was uncertain if they had received the complete dosage due to "low" glucose numbers. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "spouse called in to get assistance with expiration dates. Stated, her husband has been using products stated, his numbers were low after taking injection and she is not sure he received complete dosage."